Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. The customers address exceeds the text limit: (B)(6). Please reference related MFR. Report numbers: 1221359-2022-05309.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2022. This MFR. Report addresses patient result two (2) of two (2) the customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal swab that generated a positive result. Repeat testing was not performed. Pcr confirmation testing was performed on the same day using nasopharyngeal plus oropharyngeal samples which generated a negative result (CT values not provided). The customer stated the patient was asymptomatic, has been vaccinated and had never had a covid-19 infection before. The patient was an accident victim, that needed to be operated on. The tests were taken pre-operation. The customer stated that there was a delay in operating time for the patient. No information was provided regarding the impact that occurred on the patient from the delay in the operation being carried out.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087808 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1087808 and test base part number 190-430 / lot 1087808. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087808 showed that the complaint rate is (B)(6). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference.